Event description:
This lead was capped due to noise which caused inappropriate shock. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not received for analysis. This report is thus based on the analysis of the ICD itself as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The ICD was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The battery status was mos2 and 44 charging cycles were documented. The amount of charge taken from the battery was verified and the battery condition was anticipated. The inspection of the available iegms confirmed the clinical observation. Noise was present in the rv channel, which led to charging cycles with shock deliveries. However, there was no indication of an ICD malfunction. In conclusion, analysis of the ICD showed a normal device behavior. The battery status was anticipated.